Event description:
It was reported by the customer that a pyxis medstation es system fridge lock not closing properly, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge lock not closing properly. Field service engineer confrmed that there was no issue with the device. The system functioned as intended after the field service engineer serviced the device.